Event description:
It was reported that a patient had undergone treatment for an oral infection, afterwards they started shaking of the entire upper body when attempting to charge a deep brain stimulation device. The patient reported symptoms of tremors and shaking during follow-up and phone communication, with the shaking described as "disturbingly" affecting the entire upper body during charging, as noted by the patient's spouse. Observation and follow-up with the primary care provider were performed after the tooth infection treatment. The relationship of the event to the device was considered possible, while the relationship to the implant procedure was not related. The outcome was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.